Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the telemetry device fails to alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that the telemetry device fails to alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The service engineer indicated that the customer just needed assistance pulling data from the telemetry device. There was no malfunction of the device in this complaint. The device remains at the customer site.